Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called in because they don't think the device was working and asked if it could be the battery. They added that they don't think the device was working real well and "nothing happened" when they tried to increase stimulation. During the call, the patient tried communicated to the ins with the antenna attached, but they got the poor communication screen. As a result of what was reported, they were redirected to their healthcare provider (hcp) to discuss possible ins depletion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the cause of the device not working was a dead battery. A replacement surgery was scheduled. No further device issue alleged / identified. No further patient symptoms or complications were reported. ***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.